Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rupture" and "hardness". Healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: brown particle material on the shell. Opening on anterior side. Creases.red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" and "hardness". Healthcare professional confirmed rupture. Device remains implanted.